Manufacturer narrative:
Initial and final MDR(B)(4)- device 3 of 3 h11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced 3 infusion sets cannula were kinked events on (B)(6)2024,(B)(6)2024 and (B)(6)-2025. The site inserted was thigh, upper buttock, side of abdomen. The infusion set for in use for 2 days for all 3 events. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.